Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. (B)(4).

Event description:
It was reported the scs ipg was inoperable. As a result, the device was explanted and replaced. Effective stimulation was restored following the surgical intervention. No additional information is available at this time.